Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). Everything was fine with the patient. The issue resolved itself without any detriment or harm to the patient. There weren¿t any problems whatsoever.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2.3 mg/ml bupivacaine at an unknown dose and 9.6 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that there was a suspected pocket fill. The hcp did not initially think there had been a pocket fill. The hcp reported quite a bit of fluid leaking out after she removed the needle once she had finished the patient¿s refill. The fluid was clear. During the refill, the hcp aspirated every 5 ml and drew back clear fluid as they filled the pump. There was not a seroma over the pump and this was the patient¿s first refill after implant. The hcp stated that they stayed with the patient for 15-20 minutes after the refill was completed and the patient seemed fine, not reporting any issues. There was a little bit of erythema, but there wasn¿t any tinting or anything to indicate a problem. The hcp knows the pump wasn¿t flipped, the template lined up well, and she felt the needle in the septum. The hcp injected 40 ml into the pump, but the patient had a 20 ml pump implanted. The hcp was sure she hit the metal when she inserted the needle. They would not use imaging to estimate the pump volume. The patient was filled at home and there were no symptoms reported. The hcp did not feel any resistance as she filled the pump and did not experience any type of lock up of the pump as she pushed the 40 ml of fluid.